Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was experiencing poor coupling. The caller reported get at most 4 coupling bars. Troubleshooting was done by repositioning the antenna over the ins. Turned the antenna dials through all 4 positions. Used adhesive discs. Ins was on. Patient's ins was 50% charged. Patient services recommended caller continue charging ins and reviewed that ins would still charge even if 0 bars. It would just fill very slowly. No troubleshooting techniques resolved the issues. The caller noted that the patient has been up and down from their medications lately, they were either not enough or too much. There were no further complications reported.